Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 093-28, lot# v952173, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported the patient had to shut the implantable neurostimulator (ins) off for a couple of days because ¿it wasn¿t working right and took a couple of days to adjust.¿ the patient stated she went to her healthcare professional¿s (hcp) office in (B)(6) 2013 and got an adjustment and still wasn¿t working perfectly. It was noted ¿it hadn¿t worked perfectly since it was implanted¿ but it was working a lot better than it was. Reportedly, when she first got it, ¿it was working pretty good then it wasn¿t.¿ it was also noted the patient still didn¿t understand her therapy. The representative put it on 1.7v and it seemed to work good but ¿then didn¿t and then did.¿ it was stated a couple of times the patient went to turn herself on and the lightning bolt wasn¿t there and didn¿t know that. It was also stated the patient didn¿t know how to turn her device down to 0.0v, she was at 1.9v on program 1. The patient was redirected to her hcp.